Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v973526, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was in over-discharge and could not be read by the clinician programmer (cp). It was unknown when the over-discharge had first occurred. The over-discharge had occurred because the patient had stopped using the ins and had also stopped charging the ins. The patient had let the ins ¿die¿ one other time. The ins was replaced. The ins had not been programmed to use cycling. The ins system had been turned on, on the day after the replacement procedure and the patient had not been heard from since then. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.